Event description:
Analysis of the wand was completed on 04/09/2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the table was completed on 04/29/2015. The cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Additionally, the tablet was received with 2 additional serial cables. An analysis of both serial cables identified that the d-shaped metal shield was bent. Because of the damage, the db9 connector could not be connected to a known good wand. No further anomalies were identified.

Event description:
Analysis of the two additional cables were inadvertently reported in this MFR. Report. These events will be housed in MFR. Report #s 1644487-2015-04784 and 1644487-2015-04785.

Manufacturer narrative:
Corrected data: analysis of the two additional cables were inadvertently reported in the MFR. Report. These events will be housed in MFR. Report #s 1644487-2015-04784 and 1644487-2015-04785.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the tablet device showed an ¿unable to open port¿ error message. The usb adaptor had to be held in place in the tablet port in order to perform interrogations. Another serial cable was used with the programming system and the issues resolved. A new programming system was provided. The tablet device, suspect usb adaptor, and programming wand have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
(B)(4).